Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer went into the pool and realized he had his pump on and got out of the pool and the pump was dead. The patient¿s blood glucose level was 132 mg/dl at the time of the incident. Customer stated there is some condensation under pump screen. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.